Event description:
Complainant alleged that during a preventative maintenance check by a third party biomedical engineer, the device would not power on. The complainant indicated that there was not pt involvement in the reported failure.